Manufacturer narrative:
Continuation of concomitant products: 6949 lead, implanted (B)(6) 2006; 5072 lead ,implanted (B)(6) 2006. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. It was also reported that the left ventricular lead had high threshold when measured through the device, but a lower threshold when measured through the lead analyzer. An epicardial lead may be implanted later - to lower the threshold - however the current lead remains in use. No patient complications have been reported as a result of this event.